Event description:
The event is reported as: staples were not formed correctly during use. Another stapler was used to complete the surgery. No injuries reported.

Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.